Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to "door not fully latched" messages caused by loose link screw (upper). The "door not fully latched" messages correspond to reported symptom of "door latch error" and have the same cause. The condition was eliminated during evaluation by adjusting the screw with the door performing as expected. The link screws were replaced.

Event description:
It was reported that a device experienced a "door latch error". It was also reported that there were no pt incidents or adverse events related to the reported door latch error.